Event description:
Koru medical received additional information on 04-dec-2025 providing patient information and the serial number of the pump involved. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5177470 received through the FDA medwatch program stating "patient reports their freedom pump, serial number (B)(6), is not working correctly, states it is defective. Patient states during their hizentra infusion, yesterday, the syringe flew out of the pump and the patient had to hold the syringe down during the infusion. Patient confirmed the flow rate tubing was attached. Patient did not miss a dose, nor have an interruption in therapy and did not report an adverse event due to malfunctioning pump. The pharmacy is replacing the pump and the malfunctioning pump will be returned, box has been sent. Unknown if md is aware. No further information, details, or dates provided. Indication: myelin oligodendrocyte glycoprotein antibody disease." No further information was provided at the time of this report. Follow up with the initial reporter is being conducted for additional details. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.